Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes device experienced stopper creep out or loose closure and sample leakage . The following information was provided by the initial reporter. The customer stated: when after using the tube, the needle of the adapter was damaged, and so they wouldn't loose the access they insisted in completing the sample taking with the other tubes by using the same device (the damaged adapter needle). There was a big blood leakage. Due to the stopper being too rigid, when they detach the tube from the needle, it dislodges the needle from its original place.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes device experienced stopper creep out or loose closure and sample leakage . The following information was provided by the initial reporter. The customer stated: when after using the tube, the needle of the adapter was damaged, and so they wouldn't loose the access they insisted in completing the sample taking with the other tubes by using the same device (the damaged adapter needle). There was a big blood leakage. Due to the stopper being too rigid, when they detach the tube from the needle, it dislodges the needle from its original place.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'blood pooling on stopper' with the incident lot was observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and the issue of 'blood pooling' was not observed. The issue of 'stopper rigidity damaging needle' could not be confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.